Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on tuesday with blood glucose of 467 mg/dl at the time of incident. The customer's other blood glucose was 330 mg/dl. Customer experienced symptoms such as discomfort. The customer was treated with insulin in the hospital. Customer declined to perform a carelink upload. Customer declined troubleshooting for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.